Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted. Pump received with cracked battery tube thread, corroded battery tube, cracked case near display window corners, cracked on display window, stained address/serial number label, moisture damage on electronics assembly and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and was blank. The customer¿s blood glucose was 91 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid since pump was dropped in toilet for a second. The customer states the pump has been going through batteries more frequently. Customer stated that the display did not return after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.